Manufacturer narrative:
Additional serial numbers continued. Additional lot numbers continued.

Event description:
A review of the events indicated that three (3) patient samples tested on the galileo neo, automated blood bank system produced inaccurate aborh results. In two (2) tests, the instrument incorrectly produced a negative result for anti-d. In a third test; an a positive cord blood sample mistyped as ab positive. In each circumstance, subsequent testing of relevant reagent retention lots produced accurate results. Additional investigations related to quality control processes; test procedures and other facts could not determine any direct cause of the missed antibody screening and the malfunctions are allocated against the analytical instrument.